Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer called and advised frame is broken at the rear left seat.